Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump unexpected battery power loss. The insulin pump did receive low battery alert prior to replace battery alert. The battery cap was not loose, cracked and damaged. The alarm for replace battery alert was less than 8 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.